Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The blood glucose level of the patient was 500mg/dl at the time of the incident and the customer was not hospitalized due to high blood glucose. The current blood glucose of the customer is 219mg/dl. The customer also reported that the insulin pump had insulin flow block alarm. Troubleshooting was not performed for high blood glucose level. The product will not be returned for analysis.